Event description:
It was reported that the customer passed away while wearing the insulin pump and the cause of her death was unknown. It was stated that the customer may have died due to diabetes complications. It was stated that on (B)(6), 2011, her glucose level was above 600mg/dl and the customer gave herself a shot of 10.0 units with the insulin pump. The caller stated that they do not want the insulin pump back after the analysis is completed. Advised the caller of the importance of keeping the battery in the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-83211. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-83212.